Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller reported that the patient was not getting the same level of pain suppression with the current settings on the controller. Caller stated that patient was able to go a couple days without having to recharge the implanted neurostimulators, but now the patient had to recharge daily. Caller did not have specific details about the group or program the patient tried to adjust. However, they mentioned that while they can switch between different groups, they're unable to modify the set programs on the controller. Additionally, the caller noted receiving a message indicating they are not allowed to change to a higher level, though they couldn't recall the exact wording of the message. For the event date, caller stated it's been a while, couple of months, they'd say (B)(6) 2025.